Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the echelon-10 catheter distal tip was found to be separated from catheter body and not returned. The echelon-10 total length was measured to be ~155.8cm. The echelon-10 useable length was measured to be ~147.7cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be kinked at ~1.0cm from distal end. The distal tip was found to be separated and not returned. No other anomalies were observed. Conclusion: based on the customer¿s report of ¿catheter kink/damage¿ was confirmed as the catheter body was found to be kinked. The customer reported kinking and damaging distal tip after distal tip shaping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter was kinked and damaged in the distal section. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was minimal. It was reported that during the aneurysm surgery, the microcatheter was taken out, and it was kinked and damaged after simple shaping. It was later replaced with the same type of product and the surgery went smoothly. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.